Event description:
Patient reported obtaining back-to-back glucose results of 110 mg/dl and 52 mg/dl, while using the suspect device. Based on the reading of the 52 mg/dl, patient self-treated, by drinking juice. No patient injury was reported. Quality control testing had not requested the return of the suspect product and replacement product was shipped.